Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported the infusion device displayed bolus cancelled during a multi-wave bolus. Patient stated she programmed a multi-wave bolus of 13.3 units over 2 hours. Patient reported that during the bolus delivery, the infusion device alarmed battery low so she put the device into stop mode to change the battery. Patient stated the infusion device displayed bolus cancelled. Patient reported she completed the battery change and checked bolus data and confirmed that 13.3 units delivered in 28 minutes. Patient stated she was certain that she programmed 13.3 units over 2 hours. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.